Event description:
Implantable neurostimulator and extension removed due to infection. The patient was reported as doing very well following the procedure. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).